Event description:
Conmed japan reported that the that the as-ifs1 airseal ifs, 120v, device was being used on (B)(6) 2026 during an rarn procedure when it was reported ¿subcutaneous emphysema occurred during rarn while using the airseal system. The emphysema spread from the neck to the facial area. Based on the anesthesiologist¿s judgment, extubation was not performed postoperatively, and the patient was transferred to the ICU with the endotracheal tube in place. Extubation was performed approximately 12 hours later. No issues were observed during the subsequent clinical course. The airseal insufflation pressure was set at 10 mmhg during use; during the nephrectomy phase, the pressure was increased to 15 mmhg. The duration at the higher pressure was approximately 24¿25 minutes.¿. The procedure was completed without the use of an alternate device. There was no report of the conmed device having any malfunction. This report is being raised due to the reported injury of the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported that the that the as-ifs1 airseal ifs, 120v, device was being used on (B)(6) 2026 during an rarn procedure when it was reported "subcutaneous emphysema occurred during rarn while using the airseal system. The emphysema spread from the neck to the facial area. Based on the anesthesiologist's judgment, extubation was not performed postoperatively, and the patient was transferred to the ICU with the endotracheal tube in place. Extubation was performed approximately 12 hours later. No issues were observed during the subsequent clinical course. The airseal insufflation pressure was set at 10 mmhg during use; during the nephrectomy phase, the pressure was increased to 15 mmhg. The duration at the higher pressure was approximately 24-25 minutes.". The procedure was completed without the use of an alternate device.this report is being raised due to the reported injury of the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 166 complaints, regarding 166 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.